Event description:
Reportedly, the staple line did not hold on the pulmonary vein. An excessive amount of bleeding occurred. The pt required a transfused (unk volume). It was also reported that the pts bp dropped to 40. Pt status stable.